Manufacturer narrative:
The button error alarm was due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that her son's insulin pump is having problems. Customer changed batteries and received a button error alarm. The blood glucose reading is 5.1 mmol/l. The insulin pump will be replaced. Nothing further reported.